Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding issue was most likely patient condition related, as there was bleeding from the access site and patient also gastrointestinal bleeding.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device via the right axillary artery for mechanical circulatory support. The patient was also cannulated for extracorporeal membrane oxygenation. The following day it was noted the patient was bleeding from cutdown site and a developed a "massive" hematoma from the upper chest to shoulder and neck. Three units of blood products were administered. Of note, the patient was also bleeding from gastrointestinal with over 300cc suctioned from the nasogastric tube. Consults requested from cardiothoracic surgery and gastrointestinal physician. It was noted the team believed the patient was entering hemorrhagic shock. The patient was noted not a candidate for advance options. Following the event the patient was noted to be in critical condition. Withdraw of care discussion was planned in the event the patient did not wake up. Prognosis remained very poor, neurological status was unknown, and the patient would expire approximately nine days later. Care was withdrawn.